Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high/low glucose alarms with freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration of iphone 11 pro, ios 17.2.1,2.10.2.7677. The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The date of event is unknown. The date entered in section b3 is based on the customer¿s report of ¿in december 2023¿. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone xr phone with an ios operating system version 17.2.1. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia, tremors, disorientation, and "no verbal response". The paramedics were called, and the customer blood glucose reading was measured to be at 30 mg/dl. The customer was given sweets as treatment by a third-party and was taken to the hospital. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with iphone xr phone with an ios operating system version 17.2.1. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia, tremors, disorientation, and "no verbal response". The paramedics were called, and the customer blood glucose reading was measured to be at 30 mg/dl. The customer was given sweets as treatment by a third-party and was taken to the hospital. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The customer experienced missing high/low glucose alarms with freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration. The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the freestyle librelink app during replication that would have led to the reported issue. If the product is returned, the case will be re-opened and a physical investigation will be performed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.